Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Complaints text 07/02/2019 09:31:05 erp_rfc_user related (B)(4) complaints text 07/02/2019 09:28:21 (B)(6) initial notes: cust batteries are not lasting and priming is louder than normal. Inquired what led up to the complaint. Customer response: (B)(6) is hippa wife, is calling to get pump fixed. Expl it is normal to hear the pump upon it rewinding. Wife confirmed and expl it makes a clicking noise and it's louder than normal upon the prime. Cust did also get an alert but does not remember what it was, was not able to find the error in the alarm hx. Error was too far back. Low battery t/s per (B)(4). Reviewed battery indicator to confirm low battery. Battery indicator shows less than 2 bars. Last battery change was (B)(6) 2019. Battery did not last more than 1 week. Does customer use rechargeable batteries? No. Is customer using previously used batteries? No. Has insulin usage, lifestyle, basal rates, etc. Changed? No. Is the pump in vibrate mode? No. Does customer perform daily rewinds? No. Have there been frequent unattended alarms? No. Does customer upload more than once every 2 weeks? No. Does customer use the sensor feature, and if so is the sensor graph timeout set to none? No. Did customer receive a weak battery alert after inserting current battery? No. Does customer use backlight feature frequently? No. Is remote feature on? No. Does customer have meter option on? Yes. This is the customer's first call within 1 week for low batt t/s. Expl average battery life is about one week based on 40 units per day. Adv to clean battery cap with a dry cotton swab. Adv the pump will need to be replaced over the prime matter. Adv customer refer to back-up plan, per hcp instructions. Expl rpl policy. Updated number to (B)(6). Customer's outcome pertaining to the complaint: sending (B)(4) pump, cust is returning pump. Adv. To contact technical support for any further asst. Ship: (B)(4) pump/return: pump

Manufacturer narrative:
Device passed the displacement test, rewind, received with normal operating current. Device passed self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. No unexpected rewind anomalies noted. (B)(4).